Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's mother that the insulin pump alarmed motor error. Twice in one day. The customer's blood glucose reading is 371 mg/dl. Caller stated that drive support disk is flush. The displacement test passed. No motor error alarm during rewind. Motor error occurred during priming process. Self test passed. Nothing further reported.